Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump-stop events can be confirmed based on the evaluation of the submitted log files; however, a specific cause for the low speed and pump stop events cannot be conclusively determined. The submitted log file contained data spanning from 01jan2021 03:17:21 to 06jan2021 10:35:42, per the timestamp. Low-speed advisories leading to a pump stop were captured on (B)(6) 2021 23:30:55 while the patient was supported by the mobile power unit (mpu). Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed, low flow, and pump stop events cannot be conclusively determined. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 07aug2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the speed drops were attributed to driveline fracture based on the files. The patient was not a candidate for external repair due to already having a driveline repair. The speed drops and pump stop were resolved with an ungrounded cable. The patient had not reported any further alarms or symptoms. The patient was home with an ungrounded cable. The patient was referred to palliative care because they are not a surgical candidate.

Manufacturer narrative:
Pump exchange and driveline short to shield reported under MFR report number (B)(4). Driveline repair reported under MFR report number.

Event description:
It was reported that the patient had low speed advisories. Upon interrogation, the patient noted to have a couple low speed advisories and one pump off. The patient was encouraged to sleep on batteries. The patient had a pump exchange in 2018 due to a driveline fault and the patient had a driveline repair in (B)(6) 2020. The patient was a poor surgical candidate. Review of the log file, captured speed drops below the low speed limit and a pump stop on (B)(6) 2021. This occurred while connected to the mpu (mobile power unit). The patient had a history of driveline short to shield.